Manufacturer narrative:
08/27/2019 mjr ¿ supplemental report needed to address analysis. An event of calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On an unknown date in 2019 the trifecta was noted to have calcified. On (B)(6) 2019, the device was explanted and replaced with a 23mm onyx mechanical valve. No patient consequences were reported.